Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin continued to drip after motor stopped and act button was released during priming. Customer's blood glucose was 336 mg/dl. Troubleshooting was performed and customer was able to resolve issue with an infusion set change. Alarm history showed no delivery and low reservoir. It was reported that no delivery was caused by troubleshooting in order to begin the rewind process.